Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a kink in the sealed outflow graft; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. The report of low flow alarms could not be confirmed as no log files were submitted for review and a specific cause for the reported alarms could not be conclusively determined. Furthermore, a direct correlation between the outflow graft distortion and the report of low flow alarms could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to the sealed outflow graft hardware. The apical cuff used was the mini apical cuff, which was returned secured with the cuff lock fully engaged. Visual inspection of the returned sealed outflow graft revealed a lengthwise kink in the proximal half of the graft material. A larger accumulation of tissue ingrowth between the graft and the bend relief was observed over a portion of the kink adjacent to the sealed outflow graft hardware. Although this ingrowth had been slightly disrupted during the removal of the bend relief, smooth areas were observed which had formed around the graft distortion, suggesting that this portion of the kink may have been present for an undetermined period of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed a small amount of coagulated blood at an area along the kink but no evidence of any developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft distortion and a duration of time for which it was present could not be conclusively determined through this evaluation. Furthermore, the kink did not appear extensive enough to establish a direct correlation between the outflow graft distortion and the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured transient low flow events. Despite these events, the files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient underwent a heart transplant. The patient was listed as status 2 due to symptomatic low flow events. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a kink in the sealed outflow graft; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. The report of low flow alarms could not be confirmed as no log files were submitted for review and a specific cause for the reported alarms could not be conclusively determined. Furthermore, a direct correlation between the outflow graft distortion and the report of low flow alarms could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to the sealed outflow graft hardware. The apical cuff used was the mini apical cuff, which was returned secured with the cuff lock fully engaged. Visual inspection of the returned sealed outflow graft revealed a lengthwise kink in the proximal half of the graft material. A larger accumulation of tissue ingrowth between the graft and the bend relief was observed over a portion of the kink adjacent to the sealed outflow graft hardware. Although this ingrowth had been slightly disrupted during the removal of the bend relief, smooth areas were observed which had formed around the graft distortion, suggesting that this portion of the kink may have been present for an undetermined period of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed a small amount of coagulated blood at an area along the kink but no evidence of any developed or adhered depositions or thrombus formations. A specific cause for the observed outflow graft distortion and a duration of time for which it was present could not be conclusively determined through this evaluation. Furthermore, the kink did not appear extensive enough to establish a direct correlation between the outflow graft distortion and the reported low flow alarms. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured transient low flow events which coincided with the patient¿s transplant surgery. Despite these events, the files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms as well as the recommended actions associated with each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.